Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a loss of connection was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient's receiver and smart device lost connection with the transmitter. Patient's father stated that he didn't complete the connection process. Dexcom representative advised the patient's father to uninstall and reinstall the application. Then patient's father set up the application and started paring the devices with a new sensor and the transmitter properly installed. The patient's father didn't allow the bluetooth pairing to complete before starting the sensor session. He added that the smart device would not be primarily used. Dexcom representative advised the patient's father to disable bluetooth on his smart device, delete the application, and stop the active sensor session to allow the receiver and transmitter to connect which was unsuccessful. Patient's father replaced the sensor. No additional patient or event information is available.